Event description:
It was reported that there was a revision of the knee because of instability and loosening. Additional information received from the rep indicated that the patient had a large cyst in their tibia.

Manufacturer narrative:
An event regarding a loose knee involving a triathlon insert was reported. Based on the event description there is no evidence or allegation that the reported insert contributed the reported loosening of the knee. The insert would have been explanted when the baseplate was removed. Based on the provided information, there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of the knee because of instability and loosening. Additional information received from the rep indicated that the patient had a large cyst in their tibia.